Manufacturer narrative:
The event of fistula is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fistula.

Event description:
Patient reported "fistula" and "concerned due to recall" against an unknown side breast implant. Device remains implanted.